Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from low blood glucose level while driving to work. The patient removed the pump and was taken to hospital on (B)(6) 2024 around noon since the patient had low blood glucose level and had passed out. The blood glucose level of the patient at the time of hospitalisation was below 40 mg/dl. The patient was hospitalised from (B)(6) 2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(6) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004804 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004804 was manufactured according to the work instruction (wi) version 78 packaging in the multivac 12, on 15/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) review showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/aug/2025 against malfunction code no malfunction based on complaint information, harm code hc24 04 signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a hcp or requires emergency advanced life and lot 6004804 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one more complaint received with same lot, harm code and malfunction code. No further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.